Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy when needed, resulting in the patient's death. The device had been implanted for three weeks but reverted to end of life (eol) battery status with a code 1007 due to exceeding the charge time limit of 45 seconds. The device was explanted post-mortem and was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy when needed, resulting in the patient's death. The device had been implanted for three weeks but reverted to end of life (eol) battery status with a code 1007 due to exceeding the charge time limit of 45 seconds. The device was explanted post-mortem and was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. No battery fault codes prior to explant were noted in the memory. Detailed analysis of the device memory confirmed a "shock lead shorted" fault occurred on (B)(6) 2025. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, subsequent high voltage charge attempts caused the device to declare end of life (eol) battery status because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Based on a thorough review of the reported complaint and device analysis results, boston scientific has assigned an investigation conclusion code of cause traced to environment.